Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the system. Reportedly, the customer did not remove the air from the cartridge. Customer performed a supply change to address the issue. Customer's blood glucose level was between 100 to 200 mg/dl.